Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) the patient experienced posterior capsule opacity with mild level; secondary cataract was diagnosed. Slit lamp microscope found that there was one bullous in the iol due to glistenings, since density of bullous is low, it is considered that there is no impact on the patient¿s visual acuity and visual functions and the adverse event is considered to be as non-serious. The surgeon was unwilling to provide further information.